Event description:
The customer reported that black fluid was leaking from the collet in central sterile during the cleaning and sterilization process. There was no reported pt involvement.

Manufacturer narrative:
The device was returned for eval. No evidence of black liquid coming out of the collet was observed and the product confirmed to specifications.